Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to issue medication. A technical support specialist (tss) reviewed rxverify and identified two requests with approval and rejection statuses, confirmed with the pharmacy that the request had already been approved, and remoted into the machine to verify that the items could be issued. The user was informed of the resolution and successfully issued the medication to the patient. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.